Manufacturer narrative:
Date of event: exact date unknown, event occurred a month after implant in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing ineffective therapy despite reprogramming. The patients ipg was moving around the pocket which was causing discomfort and difficulty charging the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.